Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. (B)(6). Device evaluation: the device was not returned for evaluation. Therefore, product testing could not be performed. The customer¿s reported complaint could not be verified. Manufacturing record evaluation: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search of complaints related to production order (B)(4) was performed. No additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction. No nonconformity report, documentation, escalation is required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip was damaged. The issue was observed during insertion of the intraocular lens into the patient eye. There was no patient injury. No further information available.